Event description:
A medtronic representative reported that, while in a spine procedure, mis l4-5, the surgeon noted that when the navlock tracker was perpendicular to the camera, it appeared to be accurate, however, when the tracker was rotated, and the tip remained stationary, the navigated location appears to change by a few millimeters in the medial-lateral plane. The medtronic representative stated this happened with taps and screwdrivers and with the orange and purple trackers. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.